Event description:
Device 1 of 4. Reference MFR reports: 1627487-2012-14210, 1627487-2012-14211, 1627487-2012-14212. It is unknown which lead was cut; therefore, we are reporting on all four leads. It was reported one of the patient's leads was cut during a back surgery (date unknown). The lead was replaced with a new one on (B)(6) 2011.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.